Manufacturer narrative:
Device evaluation: one sample was received. A visual inspection found the device had a foreign substance mixed in the package into the pouch. A contamination (substance) was observed. Failure mode was confirmed. No action taken at this time. Based on the device analysis and the manufacturing line revision, it was concluded that this claim was an isolated incident for the defect reported. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that there was contamination or a foreign substance mixed in the package. No patient harm or involvement reported.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided ,day is unknown. D4 UDI number and g5 no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.